Manufacturer narrative:
Submit date: 2017-09-14.

Event description:
According to the reporter, during the pretest, the enteral feeding pump would not stop. No further information was able to be provided by the reporter.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that the pump would not stop and showed flush error. The unit was triaged and the reported issue could not be confirmed. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.